Manufacturer narrative:
The hydraulic pressure hose (ptfe) was observed to have a leak at the bend in the hose. The hose was replaced and the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
The customer service engineer observed a small leak in the hydraulic pressure hose in the ort300 table during a planned maintenance check. There was no patient involved.